Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. The physician has not watched the video about lead connection.

Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with each returned screwdriver, in spite of the identified damages to the ventricular set-screw. The damages identified to the ventricular set-screws are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in (B) (4). Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity.